Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on feb 18, 2020 with lot number 3253077. Visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, a curved opening with striated edge on anterior side and more than three punctureds on anterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. More than three punctured assessed as surgical damage like.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.